Event description:
Healthcare professional (hcp) reported patient was injected with total of 12-15 syringes of juvéderm® volux¿ in the angle of the jaw. Patient repeated a second injection of juvéderm® volux¿ in the angle of the jaw. One month later, patient developed inflammation with abscess appeared and later spread to temple area. Symptoms are ongoing. This is the same event and the same patient reported under mdrid#: (3005113652-2023-00794) (allergan complaint#: (B)(4). This MDR is being submitted for the second suspect product, juvéderm® volux¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.